Event description:
It was reported "at 2:30 p.m. In 2000 resident was assisted back to bed. At approximately 2:40 p.m. Resident was observed entangled in siderail. Resident was alert and responding "please help me". The resident's knees were on the floor mat and their head was turned to the side, resting on the metal bar of the siderail. Two na and rn assisted resident to mattress on the floor. A few breaths were still observed. Resident then gasped and expired. Resident was dnr so no further attempts to revive". Employees indicated that the bed alarm was functioning, they indicated that the alarm slid down in the bed with the pt, and did not sound until they raised the resident weight off the mattress. A standard survey was conducted in conjunction with the investigation of complaint no deficiencies were issued per mdh. Picture of product that was sent indicates the co's freestyle bed used with another mfg sidrails[?] In addition the bed alarm mattress can not be identified as the co's either.